Event description:
A customer reported that they were experiencing an err4 error code on their freestyle flash meter. During trouble shooting, it was determined that the unit of measure could be changed from mg/dl to mmol/l. The customer's meter has been requested for investigation. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.